Event description:
Patient undergoing intraoperative cholangiogram during cholecystectomy under general anesthesia. Shortly after injection of conray 60 contrast media patient had severe bronchospasm. Treat by anesthesologist with fepinephrine. Albuterol inhaler, aminophylline drip, etc. Good reponse to treatment by patient. After completion of procedure, patient awaken and extubated without problem. Patient had history of asthma and was premedicated with steroidsdevice labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.device was not evaluated after the event. Method of evaluation: no data. Results of evaluation: no data. Conclusion: no data. Certainty of device as cause of or contributor to event: yes. Corrective actions: none or unknown. The device was destroyed/disposed of.